Event description:
It was reported that the right atrial (ra) lead had dislodged. During the revision procedure, there was placement difficulty. The lead was removed and it was observed that there was tissue on the helix and the physician thought the helix would not deploy properly. The lead was replaced. No patient complications have been reported as a result of this event.